Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the catheter was inserted, counterpulsation stopped, indicating an air leak. After switching to another pump, counterpulsation still stopped, again indicating an air leak. Upon inspection, the air leak was found at the connection between the external balloon and the gas catheter". A second iab was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The customer submitted photos and videos were reviewed. In the photos, the short driveline tubing was noted to be disconnected from the iabc bifurcate and the inflation driveline tubing was noted to be connected directly to the iabc bifurcate. The photo shows the teleflex china label with lot number information, which matches the lot number reported on the complaint report. In the vide-os, the user inject ed air into the short driveline tubing/helium pathway using the syringe and an external leak was noted from the connection point between the short driveline tubing and iabc bifurcate. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufac-turing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "air leak was found at the connection between the external balloon and the gas catheter" is confirmed based on the customer provided video with the complaint report. In the videos, an external leak was noted from the connection point between the short driveline tubing and iabc bifurcate; however, during the investigation, no leaks were detected; all connections of the returned iabc were fully intact. The returned device passed visual and func-tional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the catheter was inserted, counterpulsation stopped, indicating an air leak. After switching to another pump, counterpulsation still stopped, again indicating an air leak. Upon inspection, the air leak was found at the connection between the external balloon and the gas catheter". A second iab was not inserted. No patient harm or injury. The patient status is reported as "fine".